Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The battery was replaced to resolve the reported issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly powers off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powers off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.